Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash under all the leads. There was no alleged device malfunction contributing to the rash. There is no indication that the patient received medical intervention. The patient¿s physician prescribed silvadene cream for the rash. Outcome of the irritation is unknown.